Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that four shocks were successfully delivered to a patient (age & gender unk). During an attempt to deliver a fifth shock, the device displayed a "bridge test failed" message. Complainant indicated that the patient subsequently expired.